Event description:
On 27-aug-2025, it was reported that a beta bionics ilet user received a restart alert during use of the device. The user restarted the device and performed a full supply change, after which the alert did not recur. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.